Manufacturer narrative:
Multiple (six) attempts were made to contact the pt and her health care provider in order to obtain specific product info including device retrieval and add'l info about the event including outcome of the event; however, the attempts were not successful. If add'l info is rec'd it will be forwarded.

Event description:
This case report was rec'd from a pt in the USA at emd serono on (B)(6) 2010. This (B)(6) female pt experienced the needles breaking off in her skin while injecting that required surgical intervention. No medical history was reported. No concomitant medications were reported. This pt rec'd rebif (interferon-beta-la) 44 mcg three times per week by subcutaneous injection from (B)(6) 2010, to ongoing at the time of the event. On (B)(6) 2010, the pt injected her rebif into her stomach, and the needle broke off in her stomach. On (B)(6) 2010, the pt was scheduled to go the hospital for surgical removal of the broken piece of the needle. On (B)(6) 2013, the pt reported she had a total of three needles break off in her skin over one yr ago. The pt stated two were in her belly and one was in her right arm and she still had one needle in her belly area. The pt reported her physician told her it would not hurt her and the needle had moved too deep to be removed. The pt reported she had been off of rebif for approx one yr (presumably discontinued in 2012) and restarted at the 44mcg dose in (B)(6) 2013 using rebiject ii. At the time of the event the pt injected rebif by manual injection and rebiject ii. However, it was not reported which method led to the needle breaking off into the skin. At the time of reporting, the pt had not recovered from the needles breaking off in the skin as one needle remained in her belly area. Add'l info was rec'd from the pt on (B)(6) 2013 included: rebif therapy data, adverse event details and outcome.